Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing but without pacing inhibition. A lead conductor defect was noted. A lead revision was performed and the lead was then surgically abandoned. Additional information was received that fracture was confirmed through an x-ray. Stored electrogram (egm) on device memory showed noise. There was also high pacing threshold and irregular sensing.. The field representative confirmed that the lead fracture caused the noise which was recorded as ventricular tachycardia (vt) and ventricular fibrillation (vf). No other adverse patient effects were reported. The lead was out of service.